Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed noise exhibited by the right ventricular lead. Programming changes were made. The patient was asymptomatic.